Event description:
It was reported that prior to a lap bowel procedure that the device did not test. No other information was provided. Used another like device to complete the procedure. No patient consequence.

Manufacturer narrative:
Date sent: 8/31/2006 evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.